Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by chile that during service and evaluation, it was observed that the electric pen drive device failed pre-repair diagnostic tests for function and direction of rotation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: please note that the device availability section was inadvertently reported as mar 30, 2017 in the initial medwatch report. Please note that the correct date is (B)(6) 2017. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the electric pen drive device control unit was not functioning, and was defective. It was also noted that the device failed pre-repair diagnostic tests for function and direction of rotation. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.